Event description:
It was reported that the patient experienced an infection following vns generator replacement. The vns was explanted due to the infection. While the vns was removed, the patient experienced an increase in seizures. The patient underwent vns reimplant. Device history record was reviewed for the suspect generator. The generator was sterilized prior to distribution, and the device passed all quality control measures prior to distribution. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.